Event description:
Hcp reported an increase in drug delivery after going on trips to places that are at a lower elevation. The pt lives at an elevation of 7,000 ft. The pt had traveled (2,700 ft.) And had "really good" pain relief until returning home, at which time they had pain. Their daily dose was increased 10%. They then went to another place (623 ft) "and was again pain-free" and then the third place (984 ft) and was "good." Within 24 hours of arriving home, in 2004, they had severe pain. A refill was done that day. The expected reservoir volume was 5.3cc and the actual reservoir volume was 1.5cc. The pt was given supplemental oral pain medication and fentanyl patches. The daily dose was increased 15%. The nurse reported the pt is doing fine.